Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose level was 375 mg/dl. She found the infusion set's cannula bent. In the alarm history multiple no delivery alarms and a low reservoir alarm were found. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.